Manufacturer narrative:
The lens remains implanted. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that corneal edema, positive cell and flare, light sensitivity, pain, reduced distance vision, and superficial punctate keratitis were found within 2 weeks post-implant. It was also reported that the patient's bcva decreased to 20/40. Additional information has been requested, but no additional information has been received.